Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user for more clinical information. A letter has been sent as a second attempt to reach the user. The user contacted lifescan (lfs) in 09/2005 alleging erratic readings on the profile meter. She felt like passing out at the time of testing and receiving a 200 mg/dl and a 250 mg/dl. Readings were taken less than 10 minutes from one another. She retested and received a reading of 400 mg/dl. There is no information on when the pt retested and received the 400 mg/dl reading. The user was taken to the hosp and was kept in the ER for a few hours and was treated with IV. There is no information on what the reading was in the ER or how soon after testing the pt went to the ER. There is no information on the readings prior to the event. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using the control solution. The meter passed using the check strip. The user had been cleaning the meter according to the owner's booklet. Customer service sent the user a new meter.